Event description:
A complaint was received regarding the error message "scan again in 10 minutes" for less than 2 hours while wearing the adc device. As a result, the customer received third-party medical treatment from someone other than themselves, however, no further information was provided as the customer refused to continue the troubleshooting process. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message " scan again in 10 minutes" for less than 2 hours while wearing the adc device. As a result, the customer received third-party medical treatment from someone other than themselves, however, no further information was provided as the customer refused to continue the troubleshooting process. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.